Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 18888500, model/catalog description: precision montage MRI ipg sterile kit. Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5177499 / 5177726, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-2408-56 serial number: (B)(4), batch/lot number: 19038710 / 19038710, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. No symptoms were noted. The physician believed that the infection was not device related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The patient was reportedly doing well.